Manufacturer narrative:
Event date is the article publish date -year valid journal of the american college of cardiology tctap c-156 stent dislodgement 10.1016/j.jacc.2017.03.385 journal of the american college of cardiology, vol. 69, no. 16, suppl s, 2017.

Event description:
It was reported that during a pci to the lcx, the physician intended to use an endeavor sprint drug eluting stent. The stent would not cross the lesion and upon removal it was observed that the stent had dislodged in the lmca. They attempted passing a smaller balloon but it would not cross. It was decided to plaster the stent with the lmca wall. This was done by dilating the lcx and the lmca. A resolute integrity was passed distally. It was attempted to pass an endeavor sprint proximally but it would not cross. The whole assembly prolapsed and an ebu was used for better support. A balloon was used to plaster the endeavor sprint stent to the wall of the lmca. The lcx was rewired but a smaller balloon would not cross. No further intervention was carried out.